Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 180 mg/dl. Customer advised they changed out their entire set; however they are stuck in a menu and cannot get it back into the insulin pump. Customer was assisted with priming and setting insertion full cannula to 0.5 as opposed to 1.